Manufacturer narrative:
Expiration date - november 2022. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- unknown. Occupation - unknown. The actual device was returned to the manufacturing facility for evaluation. The actual sample was observed visually, the needle was snapped off at its root. The bend on the snapped fragment was also observed 12mm away from its hub. The damaged portion was closely verified and the cross view of the damage was elliptically deformed. The observation describes that the needle was forcibly tilted and bent once at its root generating dent on glue surface. Due to aforementioned observation, presumption explains that the tube was once bent once closely at its root, then completely snapped as consequence. On the other hand, no scratch or rust which may have degraded overall strength of the needle, was observed. We also examined the actual sample to verify elasticity of flexural strength. Every criterion was checked and through methods regulated by jis standards, and every category has fulfilled the requirement. When reviewing manufacture inspection record of the concerned lot, no irregular records which could have been attributed to any damages to the needle, was pointed out. Furthermore, irregular findings in terms of o.d. And wall thickness in diameter were neither found. Furthermore, we have never been reported of similar events by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the terumo dental needle shortly snapped off. There was no reported harm to the patient.